Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they have changed the batteries but the issue was not resolved. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 115 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No number scrolling anomaly was noted. The insulin pump had minor scratches on the display window, cracked display window corner and a cracked belt clip slot at the battery tube threads area.